Manufacturer narrative:
(B)(4). Insulin pump pass displacement test. The drive support disk was inspected and found loose, protruded. Pump received with cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot, cracked case from display window corner, cracked case and missing end cap sticker. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.